Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a cannula infusion set (6 mm, 23 in) and novolog; the patient noted increased insulin use, reported no leaks, no pump alarms, and blood glucose trended down by the end of the call. Symptoms included hyperglycemia with a reported high of 300 mg/dl and no acute clinical effects. Outcomes included no use of backup therapy, no ketone testing or action plan use, no medical intervention, and no hospitalization. Investigation included complaint intake review, user interview, and troubleshooting and education. Investigation of this case revealed no device alarms or delivery stoppage, no observed infusion set leak, and no identifiable device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.